Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three kinked cannula event on (B)(6) 2024 . The infusion set was in use for 24-36 hours. The insertion site was abdomen. The blood glucose level was 465 mg/dl and the patient was treated with correction bolus via pump. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.